Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to patient injury previously. Device issue: guide wire tip separation. It was reported that there was difficulty advancing the guide wire through the vessel due to a sharp bend. Then, as the voyager balloon catheter was advanced over the guide wire, the balloon was unable to advance distally on the guide wire. When the guide wire was pulled back, it separated. The guide wire remained tight inside the balloon catheter and was able to be removed from the patient, when the balloon catheter was removed. Therefore, there was no injury to the patient. No additional event or patient information is available.